Event description:
Proxy biomedical was notified on (B)(4) 2014 via email by the motifmesh distributor that they have received a complaint regarding a motifmesh product (part number 1062636, lot number c001010). The complaint was reported by dr. (B)(6) at (B)(6) medical center, (B)(6). Following implant of motifmesh device, the patient developed an infection which required explantation of the mesh. During the explantation surgery, an enteric fistula was identified which required removal of a portion of the intestine and subsequent hernia repair. The patient underwent mesh hernia repair surgery using a 26 cm x 36 cm motifmesh product on an unknown date to repair an incisional hernia. On (B)(6) 2014, the patient underwent explantation surgery to remove the motifmesh device which had become infected; this surgery was performed by dr. (B)(6) at (B)(6) medical center. During this surgery, it was identified that an enteric fistula had formed which required removal of a portion of the small bowel. The hernia had also recurred and required subsequent repair with a 16 x 20 cm strattice reconstructive tissue product (lifecell). No follow-up information post-surgery was provided; the current medical condition of the patient is unknown.

Manufacturer narrative:
Evaluation: device was not returned for evaluation. The device is a synthetic device made from ptfe. Complications such as fistula formations and infections are a documented risk associated with the implant motifmesh device - ref. Design fmea and motifmesh product insert (instructions for use).